Manufacturer narrative:
The cause for the elevated positive advia centaur xp result when compared to the repeat troponin test results is unknown. The sample tube had been processed via an automated sample handling system that does not include an automated centrifugation module. The initially discordant result may be attributed to specimen collection and handling. No conclusion can be drawn. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Event description:
A falsely elevated advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to the lower positive results when repeated on the advia centaur classic and the advia centaur xp system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.